Event description:
It was reported that the 9900 system had a problem with the subtraction not working with the touchscreen and the handle was broken. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The failure could not be duplicated. The handles were replaced during the service call.